Manufacturer narrative:
Evaluation results: limited information- root cause cannot be determined. Evaluation conclusion: limited information- root cause cannot be determined. (B)(4).

Event description:
A physician was attempting to deploy a scuba co-cr peripheral bare metal stent to treat a lesion in a patient. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The doctor delivered the scuba to the proximal of the iliac artery which exhibited calcification. No resistance noted with accessory equipment. During withdrawal of the device the stent became dislodged. The doctor had to cut the wound and removed the stent. Patient is good. The physician changed to another stent to complete the surgery. No other clinical sequelae were reported for this event. Device evaluation: the device was returned with the original box inserted in a plastic pouch. No other accessories returned. The device was used and traces of blood and radio opaque solution were detected on the device. The balloon was unfolded due to an inflation performed. The stent was returned separately from the device and it was found damaged and bent in several parts. No measurement was performed due to the bad condition of the stent. No kink or abnormalities detected on the device. No heat setting or crimping mark detected on the balloon due to inflation performed on the balloon during procedure.